Event description:
Patient had a radical prostatectomy in [redacted] with radiation. Five years post-surgery he developed gross hematuria. He developed incontinence after another urological procedure and had an artificial urinary sphincter placed in [redacted]. Post-procedure he experienced gross hematuria 6 weeks post-inflation of the device and re-developed urinary incontinence along with perineal and scrotal discomfort. A cystoscopy was performed which showed cuff erosion. During removal, the surgeon found necrotic looing urethra underneath the cuff and within the urethral lumen. Radiation therapy may have contributed to the tissue breakdown.